Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting during fill tubing of the insulin pump. The customer's blood glucose value was unknown. The customer stated that the insulin pump had no delivery alarms and received low battery alert. The insulin pump will not be returned for analysis.